Event description:
It was reported that, "closed head iliac screwdriver broke during implantation of iliac screw. (B)(6) male required pelvic fixation for a spine fusion procedure. Pedicel probe used to create entry hole into iliac bone. The surgeon chose to prepare the hole for the screw by under sizing the tap with a 7.5mm tap. An 8.5mm x 100mm closed head iliac screw was then hand driven into the prepared hole. On the final couple turns of the screw excellent fixation was noted and audible feedback was heard from the bone/screw interface of a tight bone purchase. The screwdriver broke at the tip of the screwdriver. The broken tip was sheared off and stuck inside the star driving tulip end of the screw. This prevented a rod from being able to be passed into the tulip head. This also prevented a new screwdriver from being able to be attached to the screw to be able to remove the screw. The surgeon chose to remove the screw by using a metal cutting burr and removing the tulip and then using a vice grip to back out the screw. An 8.5mm x 90mm screw was then chosen and inserted into the same prepared hole with a new screwdriver without any issue. "

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the xia 3 titanium iliac screwdriver was confirmed to have a deformed tip on both the inner and outer shaft of the screwdriver via a visual inspection. Manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The event reported occurred intra-op and resulted in a delay of less than 10 minutes with no adverse consequences to the patient. The event was likely caused by the use of excessive torque however, this cannot be determined conclusively. Conclusion: the event was likely caused by the use of excessive torque however, this cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that, "closed head iliac screwdriver broke during implantation of iliac screw. (B)(6) male required pelvic fixation for a spine fusion procedure. Pedicel probe used to create entry hole into iliac bone. The surgeon chose to prepare the hole for the screw by under sizing the tap with a 7.5mm tap. An 8.5mm x 100mm closed head iliac screw was then hand driven into the prepared hole. On the final couple turns of the screw excellent fixation was noted and audible feedback was heard from the bone/screw interface of a tight bone purchase. The screwdriver broke at the tip of the screwdriver. The broken tip was sheared off and stuck inside the star driving tulip end of the screw. This prevented a rod from being able to be passed into the tulip head. This also prevented a new screwdriver from being able to be attached to the screw to be able to remove the screw. The surgeon chose to remove the screw by using a metal cutting burr and removing the tulip and then using a vice grip to back out the screw. An 8.5mm x 90mm screw was then chosen and inserted into the same prepared hole with a new screwdriver without any issue."